Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a legion tka surgery was performed, the patient experienced an unknown adverse event that will be solved by a revision surgery on (B)(6) 2022. At this point is unknown if any of the primary devices failed. No other information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the supporting clinical documentation has not been provided. Per the updated anz product complaint form, the revision was performed; however, ¿unable to gain information on explanted products.¿ reportedly, further information is not available, and the device is not available for return. Therefore, no clinical factors could be assessed which would have contributed to the event. With the limited information provided, the patient impact beyond the reported revision cannot be determined. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no probable cause can be delineated. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.